Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed several low-speed advisory events while the patient was supported by the power module; however, driveline wire damage was unable to be confirmed through this evaluation. The suspected eogo was confirmed via the submitted image. Review of the submitted chest computed tomography image confirmed what appeared to be a reduction in cross-sectional area along one side of the outflow graft. A specific cause for the reported infections could not be determined, and a direct correlation between (B)(6) and the reported events could not be conclusively established through this evaluation. The patient was admitted for acute blood stream infection due to community acquired bacteria for which the patient received intravenous antibiotics. It was noted that the patient has a chronic driveline exit site infection for which the patient takes suppressive antibiotics (refer to (B)(4) regarding the onset of driveline infection). The patient experienced decreases in speed below the low-speed limit on (B)(6) 2023, and it was noted that the patient has a history of suspected ¿short-to-shield¿ from years ago without confirmation of wire damage. It was noted that the patient¿s controller was synced to the wrong date, and the timestamp was corrected. The patient was sent for driveline x-rays. The patient was placed on an ungrounded patient cable. It was noted that the patient is very active. A computed tomography (CT) scan was taken that showed decreased inflammatory changes around the driveline when compared to examination on (B)(6) 2022. There was no focal collection or abscess along the hardware. The CT showed a slightly increased size and mural thrombus within the left ventricular assist device (lvad) outflow graft. It was noted that the patient¿s international normalized ratio (inr) goal was 1.6-2.5 due to history of gastrointestinal bleeding (refer to (B)(4) regarding the bleeding) with inr typically greater than 2. No symptoms were associated with the thrombus, and no treatment has been performed for the thrombus. Once cleared of the bacteremia, it was reported that an exchange would be considered. The submitted driveline photos were reviewed and showed the external driveline. A tear was noted in the controller connector bend relief approximately 0.5¿ from the metal connector. The driveline otherwise appeared unremarkable. A specific cause for the superficial driveline damage could not be conclusively determined through this evaluation. The submitted driveline x-rays were reviewed and showed the internal and external driveline. A potentially tight loop was noted on the internal driveline near the pump. A driveline wire compromise could not be confirmed via the submitted x-ray images. The submitted chest computed tomography image was reviewed and showed the outflow graft with what appeared to be a reduction in cross-sectional area along one side of the graft. The submitted log file was reviewed. It was noted that after (B)(6) 2023 at 17:39:30, the controller clock was synced with a different device which caused the clock to turn back to (B)(6) 2023; refer to the controller investigation for more information regarding this finding. Low speed events were captured on (B)(6) 2023 while the device was connected to the power module. Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, this finding could be indicative of an issue with the driveline, such as a short-to-shield. The pump otherwise operated at the set speed without issue. There were no other notable alarms active in the log file. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate ii lvas IFU, rev. A, and the heartmate ii patient handbook, rev. A are currently available. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. A, section 1 ¿introduction¿ lists local infection, and driveline infection as adverse events that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate ii lvas. Section 6 includes information on caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 5 of the IFU, "surgical procedures", provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU specifically states: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Section 5 of the IFU also warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 of the IFU discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. A, contains several sections with information on how to prevent and control infection as well as information on caring for the driveline exit site. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that the source of the bacteremia was community acquired enterococcus faecalis. It was treated with 6 weeks of IV antibiotics. The location of the mural thrombus appeared to be within the outflow graft. The plan was to consider an exchange once cleared of bacteremia.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed several low speed advisory events while the patient was supported by the power module; however, driveline wire damage was unable to be confirmed through this evaluation. Review of the submitted chest computed tomography image confirmed what appeared to be a reduction in cross-sectional area along one side of the outflow graft that the account communicated was mural thrombus. The suspected thrombus could not be confirmed as no product was available for evaluation as the patient remains ongoing on heartmate ii left ventricular assist device (lvad), serial number (B)(6). A specific cause for the reported infections could not be determined, and a direct correlation between (B)(6) and the reported events could not be conclusively established through this evaluation. The patient was admitted for acute blood stream infection due to community acquired bacteria for which the patient received intravenous antibiotics. It was noted that the patient has a chronic driveline exit site infection for which the patient takes suppressive antibiotics (refer to (B)(4) regarding the onset of driveline infection). The patient experienced decreases in speed below the low speed limit on (B)(6) 2023, and it was noted that the patient has a history of suspected ¿short-to-shield¿ from years ago without confirmation of wire damage. It was noted that the patient¿s controller was synced to the wrong date, and the timestamp was corrected. The patient was sent for driveline x-rays. The patient was placed on an ungrounded patient cable. It was noted that the patient is very active. A computed tomography (CT) scan was taken that showed decreased inflammatory changes around the driveline when compared to examination on (B)(6) 2022. There was no focal collection or abscess along the hardware. The CT showed a slightly increased size and mural thrombus within the left ventricular assist device (lvad) outflow graft. It was noted that the patient¿s international normalized ratio (inr) goal was 1.6-2.5 due to history of gastrointestinal bleeding (refer to (B)(4) regarding the bleeding) with inr typically greater than 2. No symptoms were associated with the thrombus, and no treatment has been performed for the thrombus. Once cleared of the bacteremia, it was reported that an exchange would be considered. The submitted driveline photos were reviewed and showed the external driveline. A tear was noted in the controller connector bend relief approximately 0.5¿ from the metal connector. The driveline otherwise appeared unremarkable. A specific cause for the superficial driveline damage could not be conclusively determined through this evaluation. The submitted driveline x-rays were reviewed and showed the internal and external driveline. A potentially tight loop was noted on the internal driveline near the pump. A driveline wire compromise could not be confirmed via the submitted x-ray images. The submitted chest computed tomography image was reviewed and showed the outflow graft with what appeared to be a reduction in cross-sectional area along one side of the graft. The submitted log file was reviewed. It was noted that after (B)(6) 2023 at 17:39:30, the controller clock was synced with a different device which caused the clock to turn back to (B)(6) 2023; refer to the controller investigation for more information regarding this finding. Low speed events were captured on (B)(6) 2023 while the device was connected to the power module. Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, this finding could be indicative of an issue with the driveline, such as a short-to-shield. The pump otherwise operated at the set speed without issue. There were no other notable alarms active in the log file. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists local infection, driveline infection, and device thrombosis as adverse events that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate ii lvas. Section 6 includes information on caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 6 outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 6 of the IFU discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. This document contains several sections with information on how to prevent and control infection as well as information on caring for the driveline exit site. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was in a hospital for suspected acute infection (unknown source at this time) and also has a chronic driveline infection on suppressive antibiotics. It was noted that the patient had speed drops below low speed limit. The patient had a history of a suspected ¿short to shield¿ but nothing confirmed at that time. The patient had no alarms. The patient was placed on an ungrounded cable and medical team will continue to monitor closely. The external driveline x-ray images were unremarkable. The internal driveline x-ray images showed a small loop in the driveline near the pump end bend relief. The patient's long-term plan was to keep living as long as possible with this device. They would be open to pump exchange if it were recommended although the patient was not thought to be a good surgical candidate by that team. There was interval decreased inflammatory changes surrounding the driveline when compared to prior examination from (B)(6)2022. No focal collection or abscess was identified along the hardware. It was noted to be slightly increased size and mural thrombus within the lvad (2:92); the patient was hospitalized with a blood stream infection, but the source was still not confirmed. Other options will be discussed when their other health issues have resolved. The goal international normalized ratio (inr) was 1.6-2.5 due to gastrointestinal bleed (gib), inr was 1.5 once on (B)(6) 2022, usually great than 2. No symptoms for thrombus were observed. The plan of care was to be treating bacteremia, having discussion and decision with multidisciplinary team. Onset driveline infection MFR# 2916596-2023-01681. Previous driveline issue MFR# 2916596-2022-13690. Gi bleed MFR#2916596-2023-01929.